Event description:
According to the reporter, while stapling during bariatric surgery, the surgeon staple but the device was stop at the middle and was unable to stapler more. Another handle and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling during a laparoscopic procedure, the surgeon staple but the device was stop at the middle and was unable to stapler more. Another reload was used to complete the case. There was no patient injury.